Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose and possible pancreatitis. The blood glucose reading was 1033mg/dl. The blood glucose reading at time of the call was 109mg/dl. Troubleshooting was performed. The programming, insulin concentration, time, basals, daily totals, bolus history, and alarm history all appeared to be correct. Ran a fixed prime test and passed. No further info was provided.